Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately sixteen years post initial right tka, the 70 y/o female patient joint was loose. Implants were well fixed. Patient was revised to a size 2, 15mm poly. There was no breakage of device or surgical delay/prolongation. Patient stable. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to hospital policy. No other patient information/medical history reported.

Manufacturer narrative:
(H3) as reported, approximately sixteen years post initial right tka, the 70 y/o female patient joint was loose. Implants were well fixed. Patient was revised to a size 2, 15mm poly. There was no breakage of device or surgical delay/prolongation. Patient stable. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to hospital policy. No other patient information/medical history reported. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s instability cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.